Manufacturer narrative:
The patient remains ongoing on lvad support with an ungrounded patient cable to use when connecting the lvad to the power module. Two replaced external distal end portions of the percutaneous lead (driveline) were returned. Although the report of low speed and pump off alarms was confirmed through the evaluation of the submitted system controller log file, the cause could not be conclusively determined through the evaluation of the returned portions of the driveline. Evaluation of the submitted log file revealed pump stoppages and low speed advisory/hazard alarms while the system controller was connected to the power module. Based on the manufacturer¿s experience and similar complaints, the captured events appear consistent with a potential driveline issue. The replaced external distal end portion of the driveline, approximately 15.5 inches, was returned for evaluation. Visual inspection of the underlying wires did not reveal any evidence of damage or wear. Electrical continuity and hipot testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported event. The second replaced external distal end portion of the driveline, approximately 20 inches, was also returned. Visual inspection of the underlying wires did not reveal any evidence of damage or wear. Electrical continuity and hipot testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported event. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years and 11 months. The first replaced portion of the driveline was received. The second replaced portion of the driveline has not yet been received. The evaluation of both the driveline portions will be completed together. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2016, the patient's lvad system produced low flow alarms. The system controller was exchanged at the hospital. After the system controller was exchanged, the following alarms occurred: low flow, pump off, low voltage, power cable disconnect. Upon reviewing the history, the vad coordinator noted pump speed deceleration to 3200 rpm and pump off events. The patient had not noted these previous events and had remained asymptomatic. The manufacturer¿s clinical representative requested the center to submit log files and x-rays for analysis. A data card was not available to download the log file but the vad coordinator would send a screen capture of the history screen indicating the pump off alarms. The plan was to keep the patient on external battery power. The patient agreed to remain on external battery power but declined to be admitted. On 09/27/2016, the patient¿s system controller log file was submitted to the manufacturer¿s technical services department for analysis. The submitted log file showed multiple pump stops, which only appeared to occur while the lvad was connected to the power module. The manufacturer¿s technical service representative performed an on-site evaluation of the patient¿s driveline. The electrical continuity testing did not indicate any broken wires. An external distal end replacement of the driveline was subsequently performed. After the repair, no further alarms were observed while the patient was connected to the power module with the use of a grounded patient cable. On (B)(6) 2016, it was reported that the patient was experiencing pump stops while connected to the power module. The submitted log file contained a low speed hazard alarm on (B)(6) 2016 at 4:20:22 am. The recorded pump speed decelerations were as low as 2990 rpm. These events only appeared to be occurring while the lvad was connected to the power module. The center requested another driveline repair attempt, with approximately 4 inches of driveline remaining from the previous repair to the exit site. On (B)(6) 2016, a second driveline repair was completed by the manufacturer¿s technical service representative. No broken wires were found. After the repair, the patient was placed on a grounded patient cable with no further issues. No additional information was provided.